Manufacturer narrative:
Medtronic received the following information from a journal article entitled; a novel physician-assembled endograft for the repair of pararenal, paravisceral, crawford type IV thoracoabdominal aortic aneurysms, and aneurysms requiring treatment after prior repair. Jorgensen d. B, malek m, vandenhull a, remund t, truong c k, pohlson k, kelly w. P, journal of vascular surgery, volume 72, issue 6, 2020, pages 1897-1905.e2. Https://doi.org/10.1016/j.jvs.2020.03.045. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician modified branched stent graft (unitary manifold (um)) was implanted in the treatment of crawford type IV, pararenal, juxtarenal, and short-neck infrarenal aneurysms in 44 patients on unknown dates. This modified stent graft separates the aortic flow proximal to the visceral segment into a visceral limb and an infrarenal limb. The visceral limb further bifurcates flow into a mesenteric limb and a renal limb. The mesenteric limb then divides the flow into the celiac and superior mesenteric artery (sma) branches, and the renal limb divides the flow into right and left renal branches. The mesenteric and renal limbs are constructed from 10-m non mdt stent grafts, the celiac and renal branches are constructed from 7-mm non mdt stent grafts, and the sma branch is constructed from an 8-mm non mdt stent graft. This construct is joined to the shortened ipsilateral limb of an endurant ii main body stent graft system. The following adverse events were observed; stroke, spinal cord ischemia, quadriplegia, occlusion, bowel ischemia, renal failure, respiratory failure and aneurysm enlargement patient deaths were reported but there was no evidence that an endurant stent graft caused or contributed to any deaths.